Event description:
It was reported that at the patient¿s routine follow-up visit the right ventricular (rv) lead has had chronic rising impedance since (B)(6) 2013. No action was taken and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 ipg implanted: (B)(6) 2008. (B)(4).